Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation analysis of the returned device identified curved opening on anterior side, creases fold, and wear abrasion. Leak test and microscopic analysis were performed, which identified sharp curved opening on valve bond edge, sharp curved opening on posterior side, and non-penetrating nicks. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed; the result is no blockage. Based on the device analysis the final assessment was two sharp openings on valve bond edge and posterior assessed as an unidentified (tear) openings.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Additional, changed, and/or corrected data: b.5., d.7., d.10., h.3., h.6.